Event description:
This case was reported by a consumer and described the occurrence of choking in a (B) (6) male pt who received gsk toothbrush (aquafresh flex toothbrush) for dental cleaning. A physician or other health care professional has not verified this report. Concurrent medications included sertraline hydrochloride (zoloft). On an unknown date, approx four weeks prior to the report, the pt started gsk toothbrush. Approx 1 week after starting gsk toothbrush, the toothbrush head snapped off of the rubber flexible neck causing the pt to choke (pharmaceutical product complaint). The broken piece of the toothbrush was lodged in the patient's windpipe and the pt's brother called emergency medical services. Once ems arrived, the toothbrush was quickly dislodged and the patient was not taken to the hospital. After the incident, the patient's throat remained sore and his voice was raspy for approx one week. This case was assessed as medically serious by gsk. The gsk toothbrush was discarded. At the time of reporting, the events were resolved.

Manufacturer narrative:
Manufacturer's comment: the MFR's report number for this case is 9615008-2008-00003. Aquafresh toothbrushes are manufactured in (B) (4)/ (B) (4) and neither the product nor lot number for this product is available. No corrective actions have been required based on this report. (B) (4)